Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: according to the provided information, it came to a burst of the air hose during a surgery. The surgeon suffered a temporary hearing loss. Due to a lack of components, an investigation is not possible. The device history records have been checked for the above mentioned lot number and found to be according to the specification, valid at the time of production. The failure is most probably user related. A CAPA is no necessary.

Event description:
Country of complaint: (B)(6). It was reported that the hose bursted during the operation.